Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: failed insulation. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be user misuse. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.